Event description:
It was reported that during device explant, unrelated to the lead, externalized conductors were observed. The lead was explanted. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the lead tip measuring 60.0cm was returned for analysis. External and internal insulation abrasion was noted at 12.0-13.0cm from the lead tip. Internal insulation abrasion was noted at 9.0-10.5cm and 11.4-12.3cm from the lead tip. The etfe coating was intact at these locations.